Event description:
It was reported that a pacing dependent patient presented with oversensing noise on their right ventricular (rv) lead resulting in pacing inhibition. The lead was successfully explanted and replaced. The patient was discharged following the procedure.